Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. No reload was received with the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. In addition, four malformed staples was received inside of a plastic bag. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what were the indications for surgery? Stoma recanalization. What specific surgical procedure was being performed? Stoma recanalization. What was the hospital staff member¿s experience with loading the device? High. Was the staple retaining cap in place during loading? Maybe not but the nurse don't remember. What is the surgeon¿s experience with the device? Discrete. What number firing of the device did the issue occur? Three. What color setting was the stapler set to? Blue. Approximately how far did the device cut and staple? The surgeon fires the stapler despite the cartridge was lock out. Can you please describe the staple form? Irregular due to wrong fire maneuvers. Was the patient¿s stay extended due to issues with device or were there other issues or factors? Due to issues with device. Was the surgeon crossing staple lines when the issue occurred? No. How long was the procedure delayed? One hour. Were all pieces removed from the patient and accounted for? Yes. What is the current status of the patient? The patient is doing well.

Manufacturer narrative:
Product complaint # (B)(4). Secondary device evaluation summary: the primary intent of the analysis was to determine where in the firing sequence the firing knob broke. The ntlc75 device was received with the firing knob detached and the lower (light grey) slip block broken. The handle shrouds of the device were inspected for any signs of damage that may indicate where the firing knob broke. Indents were observed at approximately ¾ of the way down the shrouds from the proximal end of the device, where the firing knob slides. The indents indicate that the firing knob impacted the shrouds of the device, which is consistent with the firing knob breaking. When the firing knob breaks, it can rotate proximally and contact the shrouds to form indents. The location of these indents show that the firing knob broke approximately ¾ of the way into the firing stroke. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What specific surgical procedure was being performed? What was the hospital staff member¿s experience with loading the device? Was the staple retaining cap in place during loading? What is the surgeon¿s experience with the device? What number firing of the device did the issue occur? What color setting was the stapler set to? Approximately how far did the device cut and staple? Can you please describe the staple form? Was the patient¿s stay extended due to issues with device or were there other issues or factors? Was the surgeon crossing staple lines when the issue occurred? How long was the procedure delayed? Were all pieces removed from the patient and accounted for? What is the current status of the patient?

Event description:
It was reported that during an ileostomy procedure, although a new reload was loaded into the device, after the assembly of the stapler above the bowels, probably the lock out mechanism improperly activated and the stapler blocked. The instrumentalist was constricted to activated the device with higher force and the activating lever broke and a lesion of the small intestine (under the device) occurred. A new manual anastomosis (ileum ileal) was performed to complete the procedure. This caused a delay for the recanalization and surgical procedure. The patient was hospitalized for more time than expected (5 days). Currently it seems there is no consequence for the patient.